Event description:
Customer reported receiving a battery out limit alarm and stated that the buttons were unresponsive and they were unable to clear the alarm. Customer's blood glucose readings at the time of the call were 190 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. Unexpected restart and battery out limit alarms were not verified due to unresponsive buttons. The device had cracked case at display window corner, cracked battery tube threads and missing end cap sticker.